Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received that no depuy synthes revision products where implanted, another company was used.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H10 additional narrative: added: e1 (facility name). H5, h6 (patient) h6 patient code: no code available (3191) was used to capture insufficient information.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision thr for head exchange and poly exchange, original surgery done 24 years ago by the surgeon. Surgeon implanted a stability stem with a duraloc cup and liner. Customer service search our system but unfortunately had no luck in locating the usage. This patient may have had her original surgery at (B)(6) hospital which only used ur numbers and this number is unable to be located as hospital is now closed and surgeon has retired. Implants removed were the acetabular cup, acetabular liner, acetabular hole eliminator and the femoral head